Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during removal, ez-io needle inserted by ems broke off at the shaft". No further information has been made available.

Event description:
It was reported that "during removal, ez-io needle inserted by ems broke off at the shaft". No further information has been made available.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance could not be performed as a lot/batch number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.